Manufacturer narrative:
After predilation of a 99% obtuse marginal lesion with severe calcified and tortuous vessel with a dramatic bend at the ostium, the cypher stent became stuck between the circumflex and the obtuse marginal. There was resistance with attempt to withdraw and after excessive force was applied to withdraw, the device and the stent came off of the balloon. The balloon was successfully removed using a snare. The device did not kink or bend at any time prior to it becoming stuck between the circumflex and the obtuse marginal. An unknown guidewire, which the physician managed to get through the lesion prior to the event, remained in place. The procedure was completed successfully with placement of two noncordis (science balloon) 2.5x23mm stents in the obtuse marginal. There was no reported patient injury. The product was not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096316 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device was not received for analysis. Based on the available information it appears that vessel characteristics contributed to the report that the cypher got stuck in the vessel resulting in stent dislodgement during withdrawal of the device. Without the return of the device for further analysis, although no conclusion can be made, it appears that clinical/procedural factors contributed to the event. There is no indication that it is related to the device design or manufacturing process.

Event description:
The information received indicated that the patient was admitted with a 99% stenosis in the obtuse marginal. The vessel was severely calcified and tortuous, and it was a dramatic bend at the ostium. The target lesion was pre-dilated and the physician managed to get the guidewire through, but the cypher stent became stuck between the circumflex and the obtuse marginal. When the physician pulled back on the product, the stent came off the balloon. The stent was never deployed. The physician successfully removed the stent with a snare. In order to complete the procedure, two xience balloons (2.5mm x 23 mm) stents were placed at the obtuse marginal. The device did not kink or bend at any time prior to it becoming stuck between the circumflex and the obtuse marginal. None of the other devices used with the product kink or bend at any time. Resistance was experienced during withdrawal; therefore, excessive force was applied to the device during withdrawal. Guidewire position was not lost due to the reported difficulty. The procedure was completed successfully, and there was no patient injury reported from this event.